Event description:
It was reported that patient underwent thumb ligament procedure on (B)(6) 2012. As the surgeon was attempting to implant a soft tissue anchor, the device fractured. A second suture anchor was attempted and also fractured. Pieces of the second anchor had to be removed from the surgical site. The procedure was completed using a third soft tissue anchor, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". The user facility was notified of the event on may 2, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00566 / 00567).